Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation following exposure to a theft detector or security gate. It is not known if the device was turned on during the exposure. The pt was also recharging his device more than expected after the exposure to the theft detector security gate. Additional info has been requested, a follow-up report will be sent if additional info becomes available.